Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump made a loud beep, showed a cs alarm on the pump screen, and then the display went blank. The reporter stated the pump could not turn back on by pushing any buttons. The reporter denied any tactile changes to the buttons and stated that the pump showed an hourglass on the display and then it went blank after multiple reboots. The reporter denied trauma, cracks and moisture to the pump and stated that the battery cap was secure to the pump and none of the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.